Event description:
This follow-up supplemental report #1 is being submitted to correct inadvertent omissions in the initial report submission.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient identifier. All reasonably known patient information is included in this report. Suspects products: no information available. Explant dates: the implant or explant dates are not applicable to this device. Reprocessor: not applicable for this device. Concomitant medical products and therapy dates: no information available. Remedial action initiated: do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. By report, during a planned peripheral procedure, post-imaging, during removal of the manufacture¿s catheter, the physician noticed the guide wire of another manufacturer was entering below guidewire exit port of the manufacture¿s device, perforating the manufacture¿s device. Another same catheter device was used to complete the examination. There is no patient injury. Access location: brachial cephalic avf (arterial venous fistula), cephalic subclavian junction. The returned device was visually and microscopically inspected. Device was damaged. A zippered tear was present at the guidewire exit port. A portion of the core wire was exposed out of the zippered tear, presenting a sharp edge. The entirety of the core wire was intact; no portions missing. No portion of the device are missing. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the exposed core wire presented a sharp edge. There is potential for harm if the malfunction were to recur.